Event description:
The customer reported that the device was not sealing properly. The device activated, tones, indicating a completed seal cycle, were heard and oozing occurred. Another device was used without further consequences. There was no patient injury or ill-effect. No medical intervention was required.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.